Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture of right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch mw5085908) that a female patient underwent a breast prostheses implantation with mentor memorygel breast implant 550cc gel breast prostheses and suffered several unexplained systemic symptoms, including pain and lumps down the outer sides of both thighs, brain fog, anxiety, low libido, easy bruising, reoccurring yeast and utis, night sweats, bipolar disorder (diagnosed in 2008), insomnia, suicidal tendencies, hair loss, brittle nails, mood swings, dehydration, dizziness, dry eyes and mouth, vertigo, stress over routine daily tasks, shortness of breath, cold hands and feet, ringing in ears, and leg muscles recovered slowly after activity. Patient reported that in 2016 she heard a pop and at the same time, her right breast implant shifted upwards and was very hard and painful. Patient went to her plastic surgeon who said it was capsular contracture (baker grade unknown) and a possible rupture. The patient had the right breast prosthesis replaced on (B)(6) 2017 with an unspecified breast prosthesis. The patient¿s plastic surgeon confirmed rupture. The patient reported additional unexplained systemic symptoms following the replacement of the right breast prosthesis, including pain (in legs, muscles, and joints), skin freckling, swelling in legs and ankles, headaches, sensitivity to certain noises, muscle twitching, feels like legs are being electrocuted, weight gain, outer thighs feel knotted up, it band syndrome, restless leg syndrome, burning sensation in legs, and vaginal dryness. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date for the left breast prosthesis. This medwatch report is for the right breast prosthesis.